Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system would not boot up. Upon troubleshooting, the rse found no activity on the hard drives of the host pc. The rse suggested for a replacement of the host pc and provided the part details to the customer. To resolve the reported issue, the customer ordered and replaced the host pc on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.